Event description:
It was reported that the pt attended the clinic for review due to lack of access to sound. The pt has bilateral implants.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.